Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
Trabecular metal shell was implanted in a revision case, with one screw into the superior ilium. Shell was loose, and the screw had worked out through the shell and was still secure in the patient's bone. Revision was performed.